Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product sample or additional supporting materials from the account was not available for this incident. A definitive root cause could not be determined with regard to the reported condition. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be reopened, and the investigation will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy procedure, the surgeon was able to press the green button but unable to squeeze the handle and the stapler was unable to fire. They replaced reload to complete the case. There was no patient injury.